Event description:
As reported, approximately one year after the initial total knee arthroplasty, the patient was revised due to serious patella subluxation and m/l knee instability. The radiological image didn't show any knee malalignment. The surgeon performed a lateral release with a strong suture on the medial side (quadricepsplasty), after the insert replacement with a psc 13mm. No evidence of insert damage was found. Due to the logic recall, the surgeon required investigation about polyethylene debris. At the end of the surgical procedure the knee was stable with good patella tracking. No subluxation.

Manufacturer narrative:
The complaint device was evaluated, and the reported event was not confirmed. The evaluation identified that the articular surface has evidence of third body wear. Third body wear occurs when a third body, such as a fragment of bone or bone cement, gets trapped between the articulating surfaces of the tibial insert and femoral component. As the patient moves, the third body creates scratches, and sometimes pitting, on the surface of the tibial insert. There appears to be an area of damage posterior to the tibial spine. The cause of this damage cannot be determined but may be secondary contact with the femoral cam . It is possible that a third body got trapped between the tibial insert and the femoral cam, leading to this damage. There appears to be an indentation on the backside of the tibial insert, which may suggest that the tibial insert was beginning to subside into the tibial tray, possibly due to high loading in vivo; however, this cannot be confirmed. There appears to be burnishing, which may have resulted from contact with another substance in vivo or post-removal; however, this cannot be confirmed. There appears to be displaced polyethylene in the undercut. The posterior undercuts appear to be deformed. The lateral undercut appears to have a greater extent of deformation as compared to the medial undercut. This deformation may be the result of damage from assembly of the tibial insert and the tibial tray. It is possible that the undercut was not fully engaged prior to impaction; however, this cannot be confirmed. The medial undercut has evidence of polyethylene debris, which may be secondary to micromotion between the insert and the tray. All other aspects of the device appear unremarkable. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from patella subluxation and knee instability. The reason for the patella subluxation cannot be conclusively determined as product information, patient information, and radiographs were not provided; however, it may be related to component positioning, surgical technique, and/or patient-related factors. The observed prosthesis wear and deformation on the returned tibial insert may be secondary to third body wear and deformation during assembly with the tibial tray, respectively. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.